Event description:
It was reported that the iegm showed oversensing. Programming would remain the same. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.